Event description:
It was reported, that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous, and severely calcified external iliac artery. A 3.0mmx30mmx143cm fg coyote nc, mr (nc quantum apex) balloon catheter was advanced for dilatation. The balloon was first inflated at 14 atmospheres for 60 seconds. However, during second inflation, the balloon ruptured. The device was removed. And the procedure was completed with a different device. There were no patient complications nor injuries reported. And the patient condition was good post-procedure.